Manufacturer narrative:
The investigation has determined that a discordant, reactive (positive) vitros ahbc result was obtained from a single patient sample processed using vitros immunodiagnostic products anti-hbc (ahbc) reagent pack lot 2910 on a vitros 5600 integrated system. The result was considered discordant when compared to the repeat result obtained from the same sample. A definitive assignable cause of the event could not be determined with the information provided. However, the customer stated that the issue had been resolved with a recalibration event. Based on historical quality control results, a vitros ahbc reagent lot 2910 related issue cannot be entirely ruled out as a contributing factor of the event. No precision testing was performed on the vitros 5600 system and therefore, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturers recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. As e-connectivity data was not available for review from the customer site, a pre-analytical sample mix-up could not be investigated and therefore, cannot be ruled out as a possible contributor of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahbc reagent lot 2910.

Event description:
A field application specialist (fas), on behalf of a customer, contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a discordant, reactive (positive) vitros ahbc result obtained from a single patient sample processed using vitros immunodiagnostic products anti-hbc (ahbc) reagent pack lot 2910 on a vitros 5600 integrated system. The result was considered discordant when compared to the repeat result obtained from the same sample. Patient sample result of 0.1 s/c (reactive) versus the expected result of 3.2 s/c (non-reactive) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros ahbc result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614102.